Manufacturer narrative:
Continuation of d10: 977a260 lead, 977a260 lead, 97715 ipg, implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), a review of treated episodes and high rate non-sustained episodes, showed capture management operation appears to be irritating the patient's heart and causing a tachyarrhythmia on multiple occasions and nights the patient is receiving therapy for at times. The tachyarrhythmia was detected as a ventricular fibrillation (vf) and appropriately treated. It was indicated that the patient was not taking the prescribed antiarrhythmic medication, so this could potentially be causing a more irritable heart that is not responding well to capture management support and test paces. It was further reported that the patient had a device check/in-office visit and capture management for rv and lv was turned off. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.